Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) delivered anti-tachycardia pacing (atp) for a rhythm in the ventricular tachycardia (vt) zone. This did not convert the rhythm and a programmed 5 joule shock was delivered. This shock accerlated the rhythm to ventricular fibrillation (vf). Subsequently a 31 j shock converted the rhythm. There were no adverse patient effects reported.